Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 15545015/15912118, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had several reprogramming attempts but was never able to get pain relief in the targeted areas. There was no suspected malfunction. The patient underwent an explant procedure. No further information could be obtained.